Manufacturer narrative:
Manufacturer investigation conclusion: no device related issues were reported by the account. Heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), was not returned for evaluation. Multiple requests were made to obtain additional information regarding the reported event, as well as the disposition of the device; however no further information was provided by the account. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was explanted. Additional information was requested but not provided.